Manufacturer narrative:
Batch review performed on 06/12/2015. Lot 144596: (B)(4) items manufactured and released on 10/22/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. Lot 147034: (B)(4) items manufactured and released on 01/08/2015. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar reported issue. Lot 146560: (B)(4) items manufactured and released on 10/24/2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 06/03/2015, the medical affairs dr made the following analysis: the root cause for this complaint is infection. There is no reason to suspect that the infecting agent comes from the device. The implant has not been removed yet, according to available info.

Event description:
(B)(4).

Manufacturer narrative:
On 28 august 2015 it was prepared a final report with the information already submitted in the initial report and in the follow up #1. On 31 august 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On (B)(6) 2015 we requested information about the revision surgery and the determination of the pathogen. We got an answer on july 6, 2015 after a verification with the surgeon that confirmed that: no operation was performed yet; the infection is confirmed and pathogen will follow; no operation is planned at the moment, but there is in place an antibiotic therapy, due to other bad health issues that the patient still have.